Event description:
It was reported by the customer that a bd pyxis medstation es system did not report a medication stock out to the pharmacy. This resulted in epinephrine syringes not being available during a code blue. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not reporting stock outs to pharmacy. A technical support specialist inspected the device communication and confirmed stock out report was corrected. The system was functional as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not report a medication stock out to the pharmacy. This resulted in epinephrine syringes not being available during a code blue. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident 76 active epinephrine items/entries were found in the system. A technical support specialist verified which entre needed to be loaded in the device and followed knowledge article 000013742 "stock out bulletins not printing; no printer issues found", making sure that the device and medication had the "bulletins" option enabled. The system functioned as intended.